Event description:
It was reported that the patient underwent plastic surgery on the ear in (B)(6) 2007 and suture was used. The suture was placed in the auricular cartilage. A few months following the procedure the patient experienced permanent pain in and around the ears. The pain got progressively worse and the first attempt to remove the suture was made in (B)(6) 2014. Removing the sutures proved to be difficult, since the material had become very brittle. Two more attempts to remove the suture were made in (B)(6) 2014, two attempts in (B)(6) 2014. The sutures that have been removed were broken into many fragments and the surgeon was unable to remove all of the suture fragments. The patient experienced reduction in chronic pain at the suture placement site following removal of large parts of the suture. The patient followed up with the physician on (B)(6) 2014 for general supervision and was diagnosed with chronic fatigue syndrome and autoimmune like symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.